Event description:
It was reported that there was white dust in the fluid path of a clearlink non-dehp solution set. This was noted before use. There was no patient involvement. No additional information is available. This is report 48 of 48.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. However, a device from the same lot was visually inspected. There was no particulate matter observed inside of the sterile fluid path. The initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.